Event description:
It was reported that the patient notifier alerted for low impedance on the left ventricular lead. The low impedance measurement could be reproduced in clinic. The lead would monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.